Event description:
Implant date: 1990. Explanted in 1992, at which time, it was noted there were "loose" screws and a pseudoarthrosis. Pt later instrumented with "tsrh" spinal system and went on to develop a solid fusion.